Event description:
It was reported that this was an acute myocardial infarction patient. The procedure was to treat a tight lesion in the left anterior descending artery with mild tortuosity. A prowater guide wire was advanced and the whisper guide wire was advanced as a buddy guide wire. A vision stent was deployed in the lesion successfully and the whisper guide wire was removed without issue. It was then noted that the vision stent was implanted over the guide wire, and approximately 30 mm of the whisper guide wire was fractured in the vessel. The patient was sent to surgery for removal of the separated guide wire portion and by-pass of other vessels. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wire instructions for use states: consider that if a secondary wire is places in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent.